Manufacturer narrative:
The device used in the reported event is not available for evaluation. Without the device, we are unable to confirm the reported product failure. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in (B)(6) indicated that during a vitrectomy procedure, the cutter stopped cutting, however the aspiration was still working. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.